Event description:
The pt was implanted with a left ventricular assist device (lvad). The cardiologist reported that after 11 1/2 months of support, the pt's anticoagulation medication was held for three days due to gastrointestinal bleeding. The pt subsequently suffered heart failure symptoms and presented with power elevations and hemolysis. Right and left heart catheterization (rhc/lch) performed by the hospital revealed that the left ventricle was not unloading. Tissue plasminogen activators (tpas) were administered on the pt with notable improvement in vad flows and pump parameters. Additional info provided to the manufacturer indicated that, five days after the initial event was reported, care was withdrawn from the pt due to multi-organ system failure.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.